Manufacturer narrative:
An event of bleeding at the access site the day after the procedure was reported. A returned device assessment, to see if there was any damage or anomalies which could have contributed or caused damage at the access site could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, this event was believed to be caused by the retrieval of the balloon catheter but was not noted during procedure. Please note as per instructions for use, "bleeding at the access site is a potential side effect of the procedure per the flexnav."

Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for a transcatheter aortic valve implantation using a flexnav delivery system. The route of access was the right transfemoral artery. Heparin was administered during procedure. Patient's activated clotting time (act) levels were 328 seconds and 266 seconds. A 14f dry seal introducer sheath was used but was removed as the valvuloplasty balloon would not fit into the sheath. A pre-implant balloon valvuloplasty was performed once with a 24mm true dilatation bard balloon. The balloon was removed. The valve was successfully implanted. A post-implant balloon valvuloplasty was not performed. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 4mm, and the distance from the left coronary cusp (lcc) to the ventricular end of the frame was 5mm. A non-abbott device was used to close the access site. Post procedure on the same day, the patient was not feeling well after making an effort to micturate. There was a small hemorrhage at the access site noted, which was stopped with manual compression. On computed tomography (CT) scan, a retroperitoneal hematoma was observed. This event was believed to be caused by the retrieval of the balloon catheter but was not noted during procedure. Percutaneous intervention was required, and a stent was implanted in the common femoral artery on the same day. A blood transfusion was required. The patient's international normalized ratio (inr) was 1.16. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on 03 may 2023, a 29mm navitor valve was chosen for a transcatheter aortic valve implantation using a flexnav delivery system. The route of access was the right transfemoral artery. Heparin was administered during procedure. Patient's activated clotting time (act) levels were 328 seconds and 266 seconds. A 14f dry seal introducer sheath was used but was removed as the valvuloplasty balloon would not fit into the sheath. A pre-implant balloon valvuloplasty was performed once with a 24mm true dilatation bard balloon. The balloon was removed. The valve was successfully implanted. A post-implant balloon valvuloplasty was not performed. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 4mm, and the distance from the left coronary cusp (lcc) to the ventricular end of the frame was 5mm. A non-abbott device was used to close the access site. Post procedure on the same day, the patient was not feeling well after making an effort to micturate. There was a small hemorrhage at the access site noted, which was stopped with manual compression. On computed tomography (CT) scan, a retroperitoneal hematoma was observed. This event was believed to be caused by the retrieval of the balloon catheter but was not noted during procedure. Percutaneous intervention was required, and a stent was implanted in the common femoral artery on the same day. A blood transfusion was required. The patient's international normalized ratio (inr) was 1.16. The patient status was reported as stable.